Event description:
It was reported that the device charger was not supplying power to the ilet system, as confirmed when the user attempted charging via multiple outlets and by testing the charger with a phone without success, indicating a charger performance failure. Customer care provided support that included technical troubleshooting with the user over the phone. Investigation of this case revealed that the charger did not function during use and could not be recovered through standard troubleshooting steps. No reported adverse clinical symptoms. Outcomes included no impact on health status and no need for medical intervention. It was concluded that the event was attributable to a malfunction of the charger component.